Event description:
The advocate called on behalf of a (B)(6) customer. She stated her daughter tested her blood glucose and received readings of 3.4 and 1.1 mmol/l using her contour usb meter. She retested using a contour meter and received a reading of 13.0 mmol/l. On another occasion, the usb meter read 2.5 mmol/l, while contour read 13.2 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent for further troubleshooting. No product will be returned at this time.